Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort. It was also noted that the patient had an infection in the scrotum, and it was treated with antibiotics. All components of the existing ipp were explanted. There were no device issues and no additional patient complications reported.